Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2015 that an accutrac 200 laser fiber was used during a kidney stone laser lithotripsy procedure in the kidney performed on (B)(6), 2015. According to the complainant, outside of the patient during the procedure, the physician noted that the coating of the fiber body frayed and the fiber broke. The procedure was completed with another accutrac 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.